Event description:
Had to have tampon removed [foreign body in reproductive tract] had a tampax string break off [device breakage] tampon string broke of when removing [complication of device removal] case description: consumer reported via email that the string broke off the tampon and it had to be removed in the urgent care. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Had to have tampon removed [foreign body in reproductive tract]. Had a tampax string break off [device breakage]. Tampon string broke of when removing [complication of device removal]. Case description: consumer reported via email that the string broke off the tampon and it had to be removed in the urgent care. No serious injury was reported.